Event description:
It was reported that one day post-operative of the ablation procedure, the patient experienced weakness. The patient was discharged from the hospital on (B)(6) 2019 and was noted to have new symptoms of weakness. At the one month follow-up, the patient was reported to still have ongoing weakness. There were no further patient complications reported in relation to this weakness event.